Event description:
The customer reported that the instrument&#39;s silicone cover at the front joint was damaged. The cover blocked the joint, so that the jaws of the device could not be closed. A new instrument was used to finish the surgery. There was no patient injury, no extension of the case, no blood loss, no extension of the incision, no change of surgery, and no loss or damage to tissue.

Manufacturer narrative:
(B)(4). Date of initial report : 12/18/2014. Date of follow-up report : 02/10/2015. One used lf5544 were received for evaluation and visual inspection found half of the clear insulation was missing and was not returned. The customer reported that the silicone cover at the front joint became loose. The reported condition was confirmed and the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.